Event description:
A customer reported to beckman coulter (bec) a leak from a cartridge chemistries (cc) sample probe collar wash on the unicel dxc 600i synchron access clinical system. The customer stated that fluid leaked from the cc sample probe collar wash and down onto the reaction carousel evaporation cover. The leak was contained within the instrument. No flags or error messages were reported by customer to alert the operator of a system issue. No loose tubing was noted by the customer. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves, and protected eyewear. There were no injuries to the laboratory personnel and no one had to seek medical attention. No erroneous results were generated in connection to this event. There was no impact to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse found the leak was caused by valve for wash collar not open intermittently. The fse re-built the valve assembly and verified the system's performance. The fse confirmed failure mode was the wash collar solenoid valve. (B)(4).